Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration / perforation/ essure moved on one side, I do not recall the exact position"), device breakage ("fracturing"), genital haemorrhage ("abnormal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". The patient's concurrent conditions included anemia and uterus enlarged. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, 4 years 8 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (dilatation and curettage, hysteroscopy, removal of the essure, bilateral tubal fulguration), surgery (to remove the essure) and surgery (therma ablation performed on 10/10/08). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, headache, weight increased, alopecia, nausea, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, genital haemorrhage, headache, menorrhagia, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records were received. New events abnormal bleeding (vaginal, menorrhagia) and she did not underwent for confirmation test were added. Lower right abdominal pain and lower back pain added as symptoms of perforation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration / perforation/ essure moved on one side, I do not recall the exact position"), device breakage ("fracturing"), genital haemorrhage ("abnormal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure removal was only successful for one side" and device monitoring procedure not performed "she did not underwent for confirmation test". The patient's concurrent conditions included anemia and uterus enlarged. On (B)(6) 2004, the patient had essure (ess205) inserted. In february 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, 4 years 8 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and back pain, headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and scar ("too much scar tissue to remove"). The patient was treated with surgery (dilatation and curettage, hysteroscopy, removal of the essure, bilateral tubal fulguration), surgery (to remove the essure) and surgery (therma ablation performed on 10/10/08). Essure (ess205) was removed. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, headache, weight increased, alopecia, nausea, depression, anxiety, vaginal haemorrhage, menorrhagia and scar outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, genital haemorrhage, headache, menorrhagia, nausea, scar, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery removal date provided as (B)(6) 2008 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "essure removal was only successful for one side, too much scar tissue to remove" added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration / perforation"), device breakage ("fracturing") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss"), nausea ("nausea"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery to remove the essure on (B)(6) 2008. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, headache, weight increased, alopecia, nausea, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, genital haemorrhage, headache, nausea, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.